Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse when the handles are pushed forward. The bed was located in ICU at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolating each push handle. The account found the push handle connections were backwards. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account switched the push handle connections and the issue was resolved. Based on this information, no further action is required.